Event description:
It was reported in a service report that the stretcher's zoom functionality was working intermittently. No adverse consequences alleged.

Manufacturer narrative:
Handle weldment broke.